Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All keypad buttons were intermittently responding to user inputs. The keypad was removed and all key contacts were observed to be inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the up arrow button was not responding on the keypad. The reporter denies damage to the keypad and the buttons click and spring back.